Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; and d6b: explant date.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to erosion and infection. Reportedly, the patient's skin had become thinner. No additional adverse patient effects were reported. This rv lead remains in service. Additional information indicated that this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of system revision due to erosion and infection. Reportedly, the patient's skin had become thinner. No additional adverse patient effects were reported. This implantable lead remains in service.